Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. The fse performed maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple falsely elevated troponin I results were obtained on five patient samples. The results were accompanied by abnormal assay flags. The result was reported to the physician who questioned the results. The samples were repeated on an alternate instrument system and negative results were obtained. Patient treatment was in three cases was to administer lovenox (heparin) or nitroglycerin. In one instance, a patient was admitted on the basis of the elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.